Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had insulation damage. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being field to correct the additional MFR narrative. Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment.

Event description:
It was reported that this right atrial (ra) lead had insulation damage. This ra lead was explanted. No additional adverse patient effects were reported.